Event description:
It was reported that the patient went into ventricular fibrillation, arrested and was intubated. The ventricular rate fell to 40 beats per minute. The patient was immediately shocked with an external defibrillator. When temporary pacing was attempted, no pacing was observed on the right ventricular lead. There was a ventricular lead warning in 2008 with low impedance in unipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.